Manufacturer narrative:
Device was used for treatment, not diagnosis. Hoffman, m., jones, c., sietsema, d., tornetta iii, p., and koening, s. (2013). Clinical outcomes of locked plating of distal femoral fractures in a retrospective cohort. Journal of orthopaedic surgery and research, 43, 1-9. This report is for an unknown locked compression plate (lcp) and an unknown less invasive stabilisation system (liss)/unknown quantity/unknown lot. (B)(4) both unspecified hardware failure and postoperative staged bone grafting. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: hoffman, m., jones, c., sietsema, d., tornetta iii, p., and koening, s. (2013). Clinical outcomes of locked plating of distal femoral fractures in a retrospective cohort. Journal of orthopaedic surgery and research, 43, 1-9. The purpose of this study is to analyze complications and clinical outcomes of locked plating (lp) treatment for distal femoral fractures. 243 consecutive surgically treated distal femoral fractures (ao/ota 33) were retrospectively identified. 132 patients were excluded from the study because they did not have a locked plate implanted. The remaining 111 fractures in 106 (49 males and 57 females) patients underwent locked plate fixation (periarticular distal lateral femoral locking plate, periloc, locked compression plate (lcp) or less invasive stabilisation system (liss). The average age was 54 years (with a range of 18 to 95 years). Eleven fractures in unspecified number of patients lead to hardware failure, and an unspecified number underwent postoperative staged bone grafting. This is report 2 of 2 for (B)(4). This report is for an unknown locked compression plate (lcp) and an unknown less invasive stabilisation system (liss).